Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint is confirmed based on the x-rays that were provided. Femoral stem is in place with 2 proximal cerclage wires and significant radiolucency surrounding the femoral stem throughout its course. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is submitted to relay corrected / additional information: concomitant medical products: 11-301303, arcos con sz c std 60mm, 163470; s001140, selex/magnum mod hd 40mm std, 626430. A follow up report will be submitted once the investigation is completed: 0001825034-2018-00950.

Event description:
It was reported that femoral radiolucent lines were found on the left hip after 3 years 4 month of post op revision surgery. Attempts were made to request additional information, however there is no additional information at this time.

Manufacturer narrative:
Cmp-(B)(4). Date of event - manuscript was written in 2017. Concomitant medical products: unknown, unknown arcos cone body, unknown. Unknown, unknown arcos proximal stem, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown cup, unknown. Report source, literature - pelt, c.e. Et al (2017). Review of a modern modular femoral revision stem in revision total hip arthroplasty. Unpublished manuscript, the university of utah department of orthopaedics, salt lake city, ut. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that one hip demonstrated radiolucency in gruen zones two, five, and six. Attempts have been made and additional information on the reported event is unavailable.